Event description:
Following a ptca procedure, angio-seal devices were placed bilaterally. The device placed on the right deployed without difficulty; however, a large 5x5 inch hematoma immediately formed. The device placed on the left was deployed, and collagen was found to protrude above the skin level. A hematoma measuring 6x6 inches also formed on the left. The physician achieved hemostasis by means of manual pressure. The visible collagen was examined by the physician. The end of the collagen seemed to be only loosely attached to the bulk of the collagen in the puncture tract (potential tear). The physician then tamped the collagen under the skin with the end of the guidewire. In follow-up two hours later, the patient still had bilateral hematomas; the hematoma on the left was found to be pulsatile and the peripheral pulses were diminished from normal (pre-procedural baseline not checked by nursing staff). The next morning, the hematoma on the right had resolved, and the hematoma on the left had diminished to 3 x 3 cm. The patient was released with no further sequelae.